Manufacturer narrative:
Gehc surgery personnel unable to duplicate system booted up first time. Inspected system software and power supplies. System continues to boot up normally case closed.

Event description:
Customer reported no boot for swallow exam. Exam cancelled service called.